Event description:
Additional information was received. It was reported the ins battery was dead as the patient stopped using their ins because they were getting shocks in their abdomen when they did use it. It was noted the patient never followed up with their healthcare provider about the shocking, they just chose to turn the device off.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial# (B)(6); implanted: (B)(6) 2018; product type: lead; product ID: 977a260; serial# (B)(6); implanted: (B)(6) 2018; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead . Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-dec-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that for a couple of months, he's felt that the implantable neurostimulator (ins) wasn't working the way it should, noting that he felt like he was getting electrocuted on the sides. Patient kept adjusting the stimulation settings but it still wasn't working right for him, so he turned the ins off. The hcp did an x-ray and found that the leads are crooked--shifted to the side a little bit--not aligned that way it should be. Patient was not able to clarify which lead was affected, but he mentioned that his hcp told him that is the bottom leads giving him the electric shock to his rib cage and that he will try to program the top leads to see if that will help. Patient mentioned that this will be the second revision for his ins. Patient has an appointment with his hcp on 9/1 to reset the voltage. Later, an hcp reported that device is malfunctioning because patient gets shocks by his ribs when it is turned on. Patient has since turned it off.